Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the e224 error code was confirmed. A faulty cable was discovered causing the reported error message. However, the subject device was still presenting an image. Additionally, the rear packing cab was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was reported that the olympus 4k autoclavable camera head was presenting an e224 scope connection error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the scope connection error (e224) was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.